Event description:
It was reported that a patient underwent an interventional coronary procedure on (B)(4) 20 14. Following the procedure, the physician who is a trained mynx user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the access site looked "fine" after the deployment. Later while the patient was in the recovery area, bleeding/oozing was observed at the access site. Additional manual compression was applied followed by placing a femostop to obtain hemostasis.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.